Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the one grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. Additionally there is an indentation on the edge of the distal pulley that was observed though not reported by the site. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, it was noted that the cables at the scissor end on the megasuturecut needle driver instrument were coming out. No patient harm, adverse outcome or injury was reported.